Event description:
During surgery at (B)(6) hospital, the t2 strike plate broke off inside the t2 recon target device, at the time of breakage, the strike plate was being hit with a mallet.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation conclusion: a review of the DHR for the strike plate revealed no discrepancies. The strike plate in question was documented as faultless prior to distribution and as it had been in use for more than 11 years we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. Thus, we exclude a manufacturing error. Examination of the affected device was not possible as it was not returned for investigation. As to non-available products and as to missing information a further statement was not possible. Device was not returned for investigation.

Event description:
During surgery at (B)(6) hospital, the t2 strike plate broke off inside the t2 recon target device, at the time of breakage, the strike plate was being hit with a mallet.